Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. In addition, the insert label that is included in the packaging of the product contain indications and warnings to perform the connection. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from the catheter connection during dwell 1 of 4 of treatment. There were no alarms/warnings prior to leak. Leak was caused by patient not securing the connection. Fluid did not come in contact with cycler. Technical support advised the patient to reset up with new supplies and to inform the pd nurse of the fluid leak. The patient then attempted to drain in drain 0 after re-setting up but the cycler transitioned to fill 1 of 5. Technical support informed the patient drain 0 was bypassed and then assisted the patient with bypassing to drain 1 of 5. Upon follow up, patient confirmed the reported fluid leak event occurred at the catheter connection only due to a loose connection. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using the cycler after tightening the catheter connection. The patient is continuing with peritoneal dialysis on the original cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.